Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log did not confirm a record of the reported issue. Functional testing was unable to replicate the reported issue; however, it confirmed that lec 1310 was displayed during the self-check. The root cause was unable to be determined. The main board was replaced preventively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an lec1660 cassette alarm occurred. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.